Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump pushed out more insulin than it should have during a flight. No boluses had been programmed and the customer did not get any alarms during the flight. The customer¿s blood glucose level was unknown at the time of the incident. The customer's blood glucose levels had gone down unexpectedly on the first flight so the customer disconnected the pump during the return flight. Troubleshooting was not completed. The customer stated that the pump has worked normally since the flights and their blood glucose levels have been normal. The insulin pump will not be returned for analysis.